Event description:
The reporter stated to medex that the female luer on the stopcock cracked and leaked fluids. The pt's blood pressure dropped but improved with the set changed and medications administered. The customer reported on the medwatch that there had been five similar occurrences however did not provide specific details.